Manufacturer narrative:
Device mfg date was updated based on extended investigation findings. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the error message to "check sensor" when scanning the adc freestyle libre sensor. On (B)(6)2019, the customer reported the sensor tip detached from the skin and they experienced "feeling bad" and lost consciousness. The customer's mother called emergency services and administered 1 ample of glucagon. Upon arrival at the hospital, the customer was treated with a "40% glucose infusion, 10% glucose infusion, and plasmalyte infusion therapy." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information : section h4 device mfg date was updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed no the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 1 (indicating initial factory state). The sensor plug was observed to be properly seated in the mount. Performed visual inspection of the sensor tail and a ring of blood was observed. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Activated the sensor with a known good reader and all results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported the error message to "check sensor" when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer reported the sensor tip detached from the skin and they experienced "feeling bad" and lost consciousness. The customer's mother called emergency services and administered 1 ample of glucagon. Upon arrival at the hospital, the customer was treated with a "40% glucose infusion, 10% glucose infusion, and plasmalyte infusion therapy." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message to "check sensor" when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer reported the sensor tip detached from the skin and they experienced "feeling bad" and lost consciousness. The customer's mother called emergency services and administered 1 ample of glucagon. Upon arrival at the hospital, the customer was treated with a "40% glucose infusion, 10% glucose infusion, and plasmalyte infusion therapy." There was no report of death or permanent injury associated with this event.